Event description:
It was reported that the patient faced infusion set fell off during use on (B)(6) 2026. The blood glucose was high and the patient was treated with multiple daily injection.

Manufacturer narrative:
Initial 1 of 2. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.